Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. According to the device history review, there were no complaint-related anomalies associated with this lot. According to the manufacturing evaluation, the lot initially conformed to specifications and to the inspection sheet. The complaint condition was due to an unknown cause. According to the product development evaluation states that when the knob is tightened and the operator attempts to fold the ruler the direction of folding can either loosen or tighten the knob. If the direction of folding is randomly selected such that it tightens then it may be possible through repeated loadings to overload the material strength of the ruler and pull the threaded post free. Folding without loosening is a foreseeable misuse. A design change could reinforce the area and reduce or prevent the post from pulling free. A non-threaded friction element could prevent the failure mode completely. While the complaint is valid the low frequency and low severity indicate that the design is adequate as is. Placeholder.

Event description:
It was reported that the knob piece was broken off at the weld. It is unknown how or when it broke. There was no patient involvement or adverse effect reported. This is report 1 of 1 for complaint (B)(4).